Event description:
Reported by a company representative as receiving a box from minogue, our distributor in another country of explanted ports and lap-bands. No information was provided as to why the device was removed and returned. Additional findings per the company representative, "the port changes are mostly that they removed infected ports and for the bands, the main reason is due to slippage."

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 14/feb/08. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. The port was not returned with the band so the connector type associated with this report is unknown. Allergan has received the product however, the analysis results are pending at this time. A supplemental medwatch will be generated once analysis of the device is complete. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."